Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information f10 adverse event problem, corrected data: initial report inadvertently coded 'e1719' instead of 'e2115' h6 adverse event problem, corrected data: initial report inadvertently did not code 'd12' and 'd1002' for investigation conclusions.

Event description:
Additional information received noting that the infection is related to the vns surgery.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent a full revision surgery due to having an infection. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. Device history record was reviewed for the generator and lead. The devices were confirmed to be hp sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. No other relevant information has been received to date.